Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the tfna fenestrated screw 95 mm (p/n: 04.038.195, lot #: 14l7051) was returned and received at us cq. Upon visual inspection, it was observed that the device was received assembled with the helical blade/screw extractor. The proximal tip of the device was deformed which could have caused the complaint condition and the distal threads were stripped. There were scratches and nicks on the device but have no impact on the device functionality. No other issues were identified with the returned device. Functional test: during a functional test, the helical blade/screw extractor failed t disassemble from the tfna fenestrated screw. The helical blade/screw extractor is being investigated separately. Dimensional inspection: a dimensional inspection was not performed as the internal components were inaccessible without destruction of the device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed the device received was not able to disassemble from the helical blade/screw extractor. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for the tfna fenestrated screw 95 mm (p/n: 04.038.195, lot #: 14l7051). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part number: 04.038.195, lot number: 14l7051, part manufacture date: 22-aug-2019, manufacturing location: elmira, part expiration date: n/a, nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna fenestrated screw 95mm product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: ktt. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the proximal femoral nailing system (tfna) lag screw was stuck/wedged onto the helical blade/screw extractor. The screw cannot be removed from the instrument. Procedure outcome and patient status are unknown. This report is for a tfna fenestrated screw 95mm. This is report 2 of 2 for (B)(4).